Event description:
It was reported that the user's pump was dropped in water, after which the device repeatedly restarted and did not dose correctly, consistent with moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.